Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had an unexpected hardware reset occurred alarm. Customer reported that they were not able to clear alarm. Customer reported that time clock was not visible on screen. Customer reported that they was unable to unlock insulin pump because the keys on it not working after pump error. Customer reported that insulin pump had a frozen display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.